Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection in the low back area following a non-device related surgery. Symptom of swelling was noted. The physician believed that the infection was procedure related. The patient was prescribed with antibiotics and underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.